Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call off no power anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer replaced the insulin pump with a new battery and this was the second occurrence of the alarm without a low battery alert. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.